Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clenz leak upon startup of the coulter lh 750 hematology analyzer. Customer reported that they could not locate the source of the leak. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a plug in the drain line tubing to vc26 the differential/retic waste chamber. The fse dislodged the plug.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).